Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the closurefast catheter was received for evaluation. Visual inspection: the closurefast catheter shaft, coil, and connector were inspected and found no damage or anomalies. Testing/findings: the device was attached to a test generator unit and run through two dry cycles. The unit performed as intended. That is, the temperature reached 120 degrees c and held it for the remainder of the 20 second cycle.

Event description:
When the closurefast catheters were plugged in, the rfg read device not recognized. The customer unplugged, and tried again, and got the same message. They ended up cancelling their cases for the day after the patient was administered valium and tumescence. Please reference MDR 2183870-2015-00033 and 2183870-2015-00035 for the other closurefast catheter referenced in this complaint.